Event description:
The customer reported to a carefusion technical support representative that the ventilator needs service due to a leaky o2 regulator and an evaluation for proper operation.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Corrected data: model number.

Manufacturer narrative:
(B)(4). The ventilator was serviced at the user facility, the internal o2 regulator was replaced. The o2 transducer turbine and exhalation flow transducers were recalibrated. A uvt/ovp was performed.